Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a total loss of left ventricular capture at .6 volts of delivered energy.